Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1020565 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1020565 and test base part number 190-430 / lot 1020565. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020565 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference related MFR. Report numbers 1221359-2021-01782, 1221359-2021-01783, 1221359-2021-01784, 1221359-2021-01785, 1221359-2021-01787, 1221359-2021-01788, 1221359-2021-01789, 1221359-2021-01790, 1221359-2021-01791, 1221359-2021-01792, 1221359-2021-01793, 1221359-2021-01794, 1221359-2021-01798, 1221359-2021-01799, 1221359-2021-01800.

Event description:
The customer reported seventeen (17) false negative results while using the ID now covid-19 assay in various dates. This MFR. Report is five (5) of seventeen (17.) The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021. The patient tested negative with the ID now covid-19 assay on (B)(6) 2021. The customer then tested positive with bd max on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.